Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one. Upon cancelling treatment, fluid leak was out of the cycler. Pt had no ill effects. Sample is available.